Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in resetting it, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code appeared again.